Event description:
The account reported that a patient who was implanted with dfr00v intraocular lens (iol) with less than-ideal outcome and that the patient needed refractive enhancement after getting the lens. Uncorrected (uc) distance: right eye (od): 20/40; left eye (os): 20/25. Uc near: (od): j1; (os): j1. Pinhole: (od): 20/30; (os): n/a. Mrx: (od): -0.75 +1.00 087 add: +1.50; (os): -0.75 +1.00 120 add: +1.50. Mrx vision: (od): 20/20; (os): 20/20. Mrx near: (od): j1+; (os): j1+. Refract comment: both eye (ou): 20/15. No further information was provided. This report is for the first patient. Separate reports will be submitted for the other two patients.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is prior to oct 18, 2022. Catalog number: unknown, a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as lens remains implanted. Reporter establishment name: unknown, information was not provided. Reporter address: unknown, information was not provided. Reporter phone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was realized that based on the provided manifest refraction, the patient had astigmatism which needed to be corrected with lasik and as the lens selected by the account in this case is not designed to correct astigmatism. Therefore, the event is no longer reportable and no further information will be provided under this manufacturer report number 3012236936-2022-02844. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.